Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin flow blocked alarm. Blood glucose level at the time of the incident was unknown. Customer reported the infusion set was changed four times, but did not resolve the problem. Customer also reports the alarm occurred during basal and during insulin boluses. No harm requiring medical intervention was reported. The pump will be returned for analysis.

Manufacturer narrative:
Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).